Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called to report problem with insulin delivery. The customer's blood glucose reading is 442 mg/dl. Customer has treated with manual injection. Customer experienced excessive thirst, agitation, nausea and confusion. Customer stated that insulin is in the reservoir compartment. Leak is past both o-rings. Nothing further reported.